Event description:
A customer reported experiencing a high blood glucose level, with specific values unknown as the meter displayed "high." The customer was advised by technical support to inspect and replace supplies as necessary and resume insulin delivery, with a follow-up assistance request made.